Event description:
Report received of an under-delivery. The pump was programmed to deliver 500ml of gammagard at a rate of 300ml/hr. It was reported the infusion took 2.0 hrs to complete, instead of the intended 1hr and 40 minutes. No audible alarms were noted. There was no reported adverse patient event. No medical interventions were required. Though requested, there was no further information available.